Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Noise occurred and no image was displayed due to the damage of the video connector board. In addition to the findings reported in b5, scratches were found throughout the device, wrinkles were found on the insertion tube, universal cord and video cable, the bending section cover adhesive was missing, the bending angle was insufficient due the elongation of the angle wire and the universal cord was collapsed. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus representative reported the image on the visera cysto-nephro videoscope disappeared at an angle. During the inspection and testing of the returned device, the forceps mouthpiece was scraped. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress, handling or other factors. Olympus will continue to monitor field performance for this device.